Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically revised due to unknown reason. This rv lead remains in service. No additional adverse patient effects were reported.